Event description:
A caller reported experiencing an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided complete instructions for resetting the pump and guided the caller through the process, after which the cgm error was resolved and the caller was able to successfully start their sensor session.